Event description:
In 2009, this pt was implanted with a gore tag thoracic endoprosthesis to treat an acute type b aortic dissection, distal arch aneurysm which extended into the left subclavian and brachial arteries. A retrograde type a dissection and patent bovine trunk were found as well. The tag device was implanted at the caudal aspect of the left common carotid artery intentionally covering the left subclavian artery and amplatzer vascular plug was placed in the left subclavian artery. At approx two months later, a second procedure was performed whereby the gore tag thoracic endoprostheses were explanted due to aortic aneurysm enlargement. The gore devices were explanted and a vascutek graft was placed. A bypass to the left subclavian artery with a vascutek graft was also performed. The pt tolerated the explant procedure and was discharged in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.